Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine check. A rapid battery seems depleting faster than expect. It is believed that the longevity estimations might have been overestimating. Patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion could not be verified. Final analysis found the complaint of premature battery depletion could not be verified. During analysis, an in-house device was interrogated using a standardized reference (B)(4) and ICD battery measurements were recorded. The same device was then interrogated using 3650 sn:(B)(4) and device battery measurements were compared against those of the standardized programmer. Battery voltage, trend, current consumption, and eri measurements were the same with both programmers. No programmer caused battery depletion anomalies found at the time of analysis. During analysis, a failure event of was observed which was unrelated to the reported event. Final analysis found the programmer was plugged into a working outlet and the power on function was performed. The unit powered up but was slow to boot. A failing hdd was found to be the cause of the anomaly.